Event description:
Caller underwent this procedure a month ago. Her skin was destroyed by apparatus. Leaving her with permanent lines. The reason for this procedure is to repair a "place" that was left behind after a chemical peel to remedy fine wrinkles especially around her eyes. She says the top layers of skin were shredded changing the pigmentation and leaving embedded lines. Face is now damaged and scarred. She's seen and esthetician, dermatologist, and a plastic surgeon. The micro needling was done at dr (B)(6)'s office in (B)(6). Collagen micropen micro needling.